Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient required a revision of the cup today due to it loosening. The original case was (B)(6) 2020; due to patient anatomy at that time, the surgeon opted to use a trident tritanium multihole (509-02-56e). Surgeon requested screws. Torx screws were provided (2030-6516-1 and 2030-6530-1). Liner was impacted and the femur was completed. I became aware today (5/8/2020) that the patient required a revision of the cup.